Manufacturer narrative:
A device history record (DHR) review for the lots was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No additional anomalies were identified. The product was released based on the manufacture¿s acceptance criteria. A complaint lot history examination indicates one additional complaint for this reported issue. Three probes were returned for evaluation. Probe sample a: the sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle is obviously bent at the stiffener sleeve. Actuation testing was performed and deemed nonconforming. Aspiration and cut testing were performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 30-45 minutes of wear on the inner cutter when compared to the cutter wear visual standards, intended usage time is less than 20 minutes. Gouges and nicks are present on the cutting edge of the inner cutter. Slight wear marks are present on the inner cutter shaft at the bend area. Probe sample b the sample was visually inspected using 25x magnification and found to be visually conforming. Actuation and aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is less than 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Probe c the sample was visually inspected using 25x magnification and found to be visually conforming. Actuation, aspiration and cut testing was performed and deemed conforming. The root cause for the event could not be determined from the investigation. (B)(4).

Event description:
An ophthalmology doctor indicated that the vitrectomy probe was cutting poorly during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).